Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, cdh29 staple failure. Could not staple leaving the staples in it. Another one was used successfully. The surgery was completed successfully. There were no patient consequences.